Manufacturer narrative:
According to the customer contact on (B)(6) 2026 during a "heart catheterization procedure", "air was being injected in the patient" and "when we inspected the system, we saw that the purple tinted filter, immediately after the tube that connects to the contrast, was leaking." Per customer contact, the concern involved "connection between contrast line and manifold" and after identifying problem, "we switched to a new system." The customer contact stated, "the patient is doing fine" following the reported incident. The customer contact did not report any serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact on (B)(6) 2026 during a "heart catheterization procedure", "air was being injected in the patient" and "when we inspected the system, we saw that the purple tinted filter, immediately after the tube that connects to the contrast, was leaking."